Event description:
Complainant alleged that while monitoring a male patient (age unknown), the device intermittently shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.